Manufacturer narrative:
Patient weight not available from the site. A medtronic representative inspected the imaging system onsite and confirmed the issue. The door appeared to be closed, but when closed, the gantry still says open. The representative was able to home the imaging system with m-calibration. The cause of the event was due to the door being bent after knocking into something, which jarred the door to a degree that it would not recognize the door as shut. M-calibration was able to mechanically open the doors and close them, indicating a shut door on the pendant. The issue resolved. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that in a spinal fusion procedure, the gantry on the imaging system would not close. The issue was first noticed when storing the system. While moving the imaging system out of the room the gantry would not close. Then, when bringing it back into the room again for the procedure, the gantry door appeared to be closing, but the pendant said "door open". The site was able to open the gantry to move away from the patient and continued with a c-arm. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on the patient outcome.